Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #29 of the patient¿s mouth, a failure occurred upon insertion. Primary stability was not achieved. The patient presented bone type ii. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that on the day the dental implant was placed, in ada site #29 of the patient¿s mouth, a failure occurred upon insertion. Primary stability was not achieved. The patient presented bone type ii. There were no reported patient injuries or complications.